Event description:
A (B)(6) male patient's daughter contacted zoll customer support to report check belt messages. During troubleshooting, customer support reported a 'gel previously released' flag without any actual prior gel release. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check belt/gel previously released) has been confirmed. As received, the belt failed incoming testing. Upon eval, the cable connecting the distribution node (dn) and the rear therapy electrode (te) was pulled from the dn strain relief. The cause for the test failure and gel previously released flags is the damaged cable and internal wires. The root cause for the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.